Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Patient revised as the patient dislocated. On 01-apr-2016 at 1:20 pm, called the sales rep to get a better understanding on the complaint. The sales rep stated the patient was travelling and used the restroom on an airplane and had to bend beyond 90 degree angle, this made the femoral head to pop out of the socket. This was fixed by a doing a reduction and the patient was fine. After sometime the patient himself decided that he/she wanted to go for a revision to change the altrx liner to a constrained liner so that to prevent this from happening again in the future.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.